Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem, unknown humeral head. The complaint is under investigation, once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a comprehensive shoulder surgery and was revised due to loosening over time to a comprehensive reverse shoulder. No additional information is available.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.